Event description:
A user facility reports, that an intraocular lens (iol) was exchanged because the pt reported glare and halos. Following the exchange, the visual disturbances have resolved. Add'l info has been requested.

Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info was requested 04/14/2008, 04/15/2008 and 04/16/2008 by phone, fax and mail. Add'l info was rec'd 04/17/2008 by phone. A completed questionaire has not been rec'd. Pt codes: labeled and not labeled. Device code: not labeled. This report was mailed to FDA on 04/24/2008.